Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
During a transfemoral tavr procedure, a balloon of the commander delivery system did not expand upon deploying a 26 mm sapien 3 valve and removal difficulty of the delivery system was encountered. The patient had kyphotic spine and the descending aorta was severely tortuous. The descending aorta was straighten with using a lunderquist guidewire. A valve alignment was performed at the straight area of the aorta past the severe tortuosity. After the valve alignment, there was no excessive tension to the sapien 3 valve. The commander delivery system advanced along the aortic arch like drawing three curve since the lunderquist guidewire had no flexibility. There was tortuosity but no calcification. The valve was crossed into the aortic annulus and the flex catheter was pulled. The physician started deploying the sapien 3 valve at coaxial position of the delivery system but the balloon did not expand. A balloon rupture was quickly suspected and the balloon was deflated. Since blood did not come up first but came up gradually, the delivery system was attempted to be removed. The balloon could be withdrawn to the tip of esheath but the valve could not be retrieved into the esheath. The esheath and delivery system as a unit was pulled to the external iliac artery but it could not be pulled anymore. A small abdominal incision was made and the artery was exposed. The aorta was occluded with a balloon and the peripheral artery was shut off with teflon tape. The exposed artery was cut and the delivery system with valve was removed. The balloon shaft had been separated from the nose corn and connected to the only inside coil, the balloon also had been separated. (Please see photo); perhaps, the separation may have been caused by pulling and pushing the delivery system shaft several times. The separation occurred after pulling the delivery system to the common iliac artery. The artery was anastomosed with a graft. Since the patient was hemodynamically stable, a 29 mm corevalve evolut r was implanted via contralateral side. The patient was transferred from the operation room. To engineer from the physicians, they want to know below: where did the damage of the delivery system occur, on the balloon, joint of the balloon, or shaft? Why did the damage happen? Why was the shaft separated from the nose corn? The separation occurred after pulling the delivery system to the common iliac artery.

Manufacturer narrative:
The delivery system was returned after use in the procedure. The delivery system was fully inserted through the sheath. The devices were separated for decontamination and evaluation. The delivery system distal section was returned separated and with a valve crimped on the inflation balloon. The delivery system was visually inspected and the following was observed: the inflation balloon and distal nose tip were separated. The spring had been cut. The wings of the inflation balloon were bent back. The crimp balloon was torn proximal to its bond to the inflation balloon.   Gouges were present on the flex tip.   Due do the condition of the returned device, no functional testing was performed. The complaints for ¿balloon ¿ torn¿, ¿delivery system ¿ withdrawal difficulty, valve through sheath¿, and ¿distal tip, nose tip ¿ separated¿ were confirmed visually. Double wall thickness measurements were taken on the crimp balloon along the balloon tear. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. The measurements meet the double wall thickness specification. Patient imagery and device imagery were received for review. Patient imagery shows tortuosity and calcification of the access vessels and aorta. An image was also supplied showing the delivery system balloon/distal tip separated after removal from the patient. Note: based on the complaint description, it is likely that the spring was cut to remove the device and did not separate during the withdrawal attempt. The device history review was performed and did not reveal any issues that could have contributed to this complaint. Review of history for lot revealed no additional complaints for ¿delivery system ¿ withdrawal difficulty, valve through sheath¿ or ¿distal tip, nose tip ¿ separated¿. There was one additional complaint for ¿balloon ¿ torn¿. A review of the complaint history revealed that the occurrence rate did not exceed the april 2018 control limit for the trend category of ¿withdrawal difficulty¿ or ¿separated¿. A review of the complaint history revealed that the occurrence rate exceeded the april 2018 control limit for the trend category of ¿damaged¿. Although the occurrence rate exceeded the april 2018 complaint trending control limit for ¿damaged¿, no manufacturing non-conformance was identified in the returned device. Additionally, a review of complaints and available information in complaint history review revealed that no product non-conformance or instructions for use (IFU) or training manual deficiencies have been identified. No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Balloon ¿ torn. The complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned devices. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformance. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. It should be noted that gouges were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Imagery review revealed tortuous anatomy and the initial report states that the patient had severely tortuous anatomy in addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Delivery system ¿ withdrawal difficulty, valve through sheath. The complaint for ¿delivery system ¿ withdrawal difficulty, valve through sheath¿ was confirmed based upon visual inspection of the returned devices. Review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Per the initial report, the balloon was withdrawn to the tip of the sheath, where difficulty was encountered. It is possible that the struts of the valve caught on the sheath tip, or the wings of the separated balloon caught on the sheath tip. The balloon wings were bent back, suggesting interference with the sheath tip when the delivery system was withdrawn. Therefore, the complaint is attributed to procedural factors (withdraw of torn balloon). Distal tip, nose tip - separated. The complaint for ¿distal tip, nose tip - separated¿ was confirmed based upon visual inspection of the returned devices. Review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Due to the reported withdrawal difficulty, it is likely that high forces were used when attempting to retrieve the delivery system through the sheath. As the balloon was torn and withdrawal difficulty was experienced with the device caught at the sheath tip, the withdrawal force would have been imparted on the nose tip to guidewire shaft bond, causing the device to separate at the bond. Therefore, the complaint is attributed to procedural factors (withdrawal of torn balloon, withdrawal difficulty). A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Balloon ¿ torn. The complaint for ¿balloon ¿ torn¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors (tortuosity and high valve alignment forces) may have contributed to the complaint events. No product non-conformances or IFU/training inadequacies were identified. An investigation was previously initiated to document and assess the balloon torn issue and its associated risks. No further corrective or preventive action is required at this time. Delivery system ¿ withdrawal difficulty, valve through sheath. The complaint for ¿delivery system ¿ withdrawal difficulty, valve through sheath¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that procedural factors (withdrawal of torn balloon) may have contributed to the complaint events. Since no product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed control limits, no corrective or preventive action is required at this time. Distal tip, nose tip ¿ separated. The complaint for ¿distal tip, nose tip - separated¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that procedural factors (withdrawal of torn balloon, withdrawal difficulty) may have contributed to the complaint events. Since no product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed control limits, no corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.